Manufacturer narrative:
H6 - 4581: significant reduction of ica, shallowing of the ac, wide pupil, pain h6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault with significant reduction of irido-corneal angles, shallowing of the ac, glares/haloes, wide pupil, diplopia, and pain. In a separate visit the lens was exchanged for a replacement lens and the problem was resolved. Cause of the event is unknown.